Event description:
It was reported that this pacemaker exhibited an alert message indicating that battery replacement indicator had been reached on (B)(6) 2000, and that remote monitoring was disabled. Technical services requested save-to-disk data for analysis and discussed that could be a false positive explant indicator related to a software update. No adverse patient effects were reported. Currently, this pacemaker remains in service.